Manufacturer narrative:
The customer declined the option to have their glidescope core 15-inch monitor returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core 15-inch monitor, the picture on the screen froze. The procedure was completed using an unknown brand manual laryngoscope, which was made available in an unspecified amount of time. No harm to the patient or user was reported.